Event description:
(B)(4). I experienced severe lower abdominal pain, excessive bleeding and an unexplainable onset of multiple severe food allergies. I have never had any food allergies before and now I am allergic to: wheat, soy, rice, lobster, shrimp, all nuts, raw tomatoes, any fruit containing a pit, and barley. After extensive testing the only conclusion my doctor could come to was a reaction to the essure. I had the essure removed on (B)(6) 2016. Though my allergies have not just disappeared there are some signs of improvement. My device was paid for by my insurance.